Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2019 with the following findings. During investigation, the black box showed evidence of loss of prime with low non zero force following a user suspend. The pump passed force sensor calibration test , no loss of prime warnings were duplicated during 12 hour basal run. Unrelated to the original complaint, the pump powered on to a dim and discolored display.